Event description:
Olympus customer care was informed by the user facility that the high definition autoclavable camera head reportedly has a ¿reading error¿ during an unspecified event. The suspect camera was returned to olympus and upon inspecting/testing, the camera displayed no image (reportable) due to a b30 communication error. No death, injury or harm was reported.

Manufacturer narrative:
The device was returned to the service center. The evaluation found the camera displayed no image (reportable) due to a b30 communication error. Troubleshooting found the cause of the b30 communication error was due to a defective cable component. The cause of the defective cable us unknow. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 22-dec-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed the cause of the b30 error was due to a faulty cable. The specific root cause of the faulty cable could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.